Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "ventricular safety pacing, ventricular sense response, and ventricular tachycardia." Heart rhythm society. 2010. April; 7: (4).

Event description:
A journal article was reviewed that contained information regarding this device. The patient presented four months post-implant with multiple shocks. Device interrogation revealed multiple episodes of ventricular tachycardia (vt) requiring anti-tachy pacing (atp). The article noted that there was "failure of atp and acceleration of vt into the vf zone on several occasions." The status of the device is unknown. No patient complications have been reported as a result of this event.